Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation shortly after the trial procedure. Diagnostic testing revealed a high impedance contact on the lead. Reprogramming attempts were unsuccessful in resolving the issue. In turn, surgical intervention was undertaken during which the lead was explanted and replaced which resolved the issue.

Event description:
Follow-up identified the new lead was also repositioned to a different location.